Event description:
An 80 y/o man required the placement of an a-line for hemodynamic monitoring. Prior to procedure, pt's left radial artery was palpated and noted to have +2 pulses. Using ultrasound, the pt's left radial artery was visualized and noted to be pulsatile, approx 0.5 cm below the skin. Using the ultrasound, the arrow a-line catheter punctured the pt's skin and blood return was noted subsequently without any resistance noted. The angle of the catheter itself was lowered and the guidewire was advanced without any resistance and with blood return still noted at this time. The catheter was then advanced without any resistance over the guidewire. When attempting to remove the needle from the catheter, there was noted to be resistance. After a second attempt with little pressure, it was noted that the catheter appeared to be broken off proximally into the pt. At that time, assistance was called for at the bedside, the clinical team was able to visualize the catheter was embedded superficially in the pt. The clinical team was unable to remove the catheter as it appeared to be tightly wound by the pt's fascia. Vascular surgery was consulted to the bedside. The vascular team was able to dissect the catheter, needle, and guidewire out. Upon removal, the integrity of the needle and catheter tip were observed and noted. The guidewire was kinked and the catheter had been severed.